Event description:
It was reported that this male patient was forced to undergo a painful revision surgery on his right knee because the optetrak knee replacement device that was used in his total knee replacement failed prematurely.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported via legal that this male patient underwent a right knee replacement using optetrak knee implant in 2020. The patient experienced pain and discomfort in his right knee, (B)(6) of 2022, patient had a revision. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Section h11: the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this male patient underwent a right knee replacement using optetrak knee implant in 2020. The patient experienced pain and discomfort in his right knee, (B)(6) 2022, patient had a revision. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, loss of range of motion, and tibial loosening. The reported prosthesis wear, femoral loosening, loss of range of motion, and tibial loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.